Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device returned to manufacturer: the complaint device was returned for analysis in two pieces. One piece measured approximately 117.7cm from the distal edge of the strain relief to the proximal end of the guide wire exit notch. The other piece measured approximately 25.5cm from the proximal end of the guide wire exit notch to the distal tip. The appearance of the fracture surfaces include ductile deformation consistent with fracture from tensile overload. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a shaft break occurred. This 2.5x20mm maverick2 balloon catheter was being prepped for use on the back table. The device was removed from the packaging and as the balloon protector was being removed, the distal shaft broke off from the rest of the shaft. It was reported that resistance was not encountered while removing the device from the protective hoop or while removing the balloon protector. No attempt was made to flush the device. The procedure was completed with another maverick2 balloon catheter. There were no reported patient complications.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a shaft break occurred. This 2.5x20mm maverick2 balloon catheter was being prepped for use on the back table. The device was removed from the packaging and as the balloon protector was being removed, the distal shaft broke off from the rest of the shaft. It was reported that resistance was not encountered while removing the device from the protective hoop or while removing the balloon protector. No attempt was made to flush the device. The procedure was completed with another maverick2 balloon catheter. There were no reported patient complications.